Event description:
The patient was admitted to the outpatient unit for insertion of bilateral nephrostomy tube/stent placement and required access to implanted power port. The port was accessed and in the course of flushing the rn noted the port was leaking from the base of the device where the tubing met the framework for the needle on the device. The port was de- accessed and accessed and the needle was flushed again to evaluate the leak and leaking at the defined site was confirmed. The port was accessed with a second power plus which functioned correctly. The dysfunctional power port needle was saved and given to the materials management department for further follow up. The patient underwent the outpatient procedure and was discharged the same day.